Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver displayed err hwbbt. No additional patient or event information is available. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and hardware battery errors were observed. The reported customer error icon event was confirmed during log review. A root cause could not be determined.